Event description:
It was reported that a hematoma requiring surgery occurred. A watchman access system (was) double curve was selected for use during a left atrial appendage (laa) closure procedure. Patient had a large habitus causing difficulty passing the sheath through the system. Trans-septal puncture was completed; however, the was unable to pass through the groin. At this time, the physician tried to dilate the groin for which excessive bleeding occurred. All devices were removed from the body and pressure was held to the access site for 30-40 minutes to control bleeding. A reattempt to gain access in the groin was made without success. At this time, the case was aborted. A large hematoma was noted to the groin. The following day, patient was sent to surgery for removal of the hematoma from the groin area. The laa closure procedure will be rescheduled for a later date.